Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
It was reported that a patient received questionable results when testing with coaguchek xs meter serial number (B)(6). Please refer to the attachment for all patient data. Clarifications have been requested for all information written in red.

Manufacturer narrative:
The patient's therapeutic range was 2.0 -3.0 inr.

Manufacturer narrative:
When the patient was hospitalized after receiving the 12 inr result on (B)(6) 2026, the patient was treated with vitamin k. The customer did not pay attention to her inr until she got out of the hospital. She only remembers her last meter reading which was 1.6 inr or 1.8 inr. The patient received a new meter on an unknown date and with the new meter, she had a result of 3.2 inr on (B)(6) 2026 at 8:42 p.m. The patient was satisfied with the new meter. It was mentioned the patient had "burses". This means the patient had bruises. The patient mentioned she had bruised due to "prodding and probing". The bruises have now faded. At 4:52 on 26-mar-2026, the patient had a result of 1.6 inr using an unknown method. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The returned customer material, as well as the corresponding retention material meet the specifications. Medwatch field d9 has been updated.